Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. The last three (3) batches purchased by the hospital were identified and a review of the manufacturing records was performed. The lots passed all manufacturing and quality standards. All seals are thoroughly inspected and tested for leakage during the manufacturing process. Although the root cause of the customer's experience could not be determined, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap gastric sleeve - "after passing number of instruments, the surgeon noticed a little piece of the black seal had fallen into the patient. The piece was retrieved and there was no patient injury." Patient status - "no patient injury."